Event description:
The following was reported to hamilton medical ag: the report from hospital say: before use on (B)(6) 2024, it was found that the oxygen cell had failed the test and could not monitor the oxygen concentration. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: before use on (B)(6) 2024, it was found that the oxygen cell had failed the test and could not monitor the oxygen concentration. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).